Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/10/2020. H.6. Investigation: customer returned (16) loose 3/10cc, 8mm, 31g syringes with the shelf carton from lot # 9343326. Customer states that the needle dislodges from the syringe hub when trying to take off the cap and gets stuck in the cap. All returned syringes were examined and 3 out of 16 samples exhibtied a bent cannula. All remaining samples exhibtied the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Needle hub separates: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. Bent cannula: process summary: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head will not pick it up in the gripper as it is gripping the shield for pick up. Did not find any l2l dispatches for repairs/ adjustments. There were no notifications pertaining to the complaint. Root cause for this defect cannot be determined.

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: "the needle dislodges from the syringe hub when trying to take off the cap and gets stuck in the cap."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: "the needle dislodges from the syringe hub when trying to take off the cap and gets stuck in the cap."